Event description:
Began using cautery tip that came in major trauma pack for this case. Shortly after beginning case, cautery tip caught on fire. Immediately exchanged out for new cautery tip. No apparent injury to patient. Upon inspection, it appears the teflon coating was eroded/burned away.